Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were performed. It was determined that the optical latch lock sensor was the root cause and was replaced. A review of the event history log was also able to verify the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not latched error. There was no patient involvement, no patient injury was reported.